Event description:
Info received shows the valve was removed due to cuspal tear(s) and regurgitation. During explant, the edge of the cusp at the point of attachment to the sewing ring was noted to be torn away. The valve was replaced with no consequence reported for the pt.